Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported seeing settings not available when trying to increase stimulation on both groups, and they've been able to set their intensity higher than this in the past. Agent asked, patient confirmed their ins was fully charged. Patient service specialist reviewed meaning of message and redirected patient to healthcare provider; agent provided and explained use of nas phone number. When agent asked for event date, pt said it had been coming up but they had been ignoring it (did not provide any date estimate). The rep later reported there were high impedances, >40,000. The rep reiterated the settings not available message and the inability to adjust stimulation.  Patient¿s battery was interrogated. Patient was programmed around impedances, and coverage of patient¿s pain was achieved. After reprogramming, patient was able to adjust stimulation. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.